Event description:
It was reported via user facility that a pt allegedly disarmed the bed exit system and fell out of bed. The pt further chipped a few teeth as a result of her fall.

Manufacturer narrative:
The device was inspected by the user facility's maintenance department. According to bill beard in maintenance, the bed was operating properly. Multiple attempts have been made to gather additional info from the user facility for the MFR's investigation regarding the alleged incident with no response. If additional info is gathered which provides further info a follow up report will be filed.